Event description:
The complainant reported that the clinicians were performing a therapeutic ercp on a female patient (age and weight unknown). The clinician indicated that the jagwire used in the event had an extra ptfe jacket at the end of the wire, creating an oversize burr. The physician tried to manipulate the device, and thought it was fixed; however, when the extractor balloon (catalog number 4691, lot number 9218428) was placed over the wire, the burr tore a hole in the balloon. The physician then obtained another jagwire and extractor balloon and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. The visual inspection performed upon the receipt of the device identified a kink located at approximately 4cm from the proximal end of the jagwire. The ptfe jacket and the stainless steel connection tube were found to be damaged. In addition, the ptfe was torn exposing the inner tube. The connection tube was found to be pinched, bent and flattened at the end. Approximately 4mm of sheath was missing. No other defects were found. This complaint condition could not be confirmed as approximately 4mm of ptfe at the proximal side of the unit was missing. The outside diameter of the device was verified as within specified tolerance, but as stated previously, approximately 4mm of the proximal end of the jagwire was missing. The complaint description indicates that the guidewire was manipulated by the end user while trying to fix the problem, the possibility exists that the excess ptfe may have been cut or torn during use. The flattening of the proximal side of the connecting tube appeared to have been caused by a tool (perhaps when the physician attempted to fix the wire), creating a sharp edge that could have torn the hole on the balloon as was observed by the end use, but this can not be definitively determined at this time. The device history record was reviewed and met all specification relevant to complaint upon lot release and has no anomalies related to complaint. The lot met all specifications.